Manufacturer narrative:
The lot number for the reported malfunction was not provided, therefore, a lot history review will not be performed. The device was not returned to the manufacturer for evaluation. However, medical records were provided and reviewed which included images. Therefore, the investigation is confirmed for filter tilt, perforation of inferior vena cava, and filter deformation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicates that model rf048f vena cava filter allegedly experienced tilt, perforation and material deformation. The information was received from a single source. One patient was involved with no reported patient injury. The female patient is (B)(6) and weight was not provided.